Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). The patient had 2 ml residual and was hospitalized. After being discharged he was seen in the clinic. The pump was checked and was working ¿ok¿. The patient did not experience withdrawal symptoms related to the empty pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving dilaudid at an unknown concentration and dose via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 that the patient was in the hospital a week ago because his medication had run out. It was noted that in the hospital the patient got intravenous (IV) morphine. It was inquired if the patient was supposed to have both of those and if the patient was supposed to be doing that. It was indicated that the patient asked his physician these questions. It was reviewed that the managing physician would be the appropriate person to answer medical questions. It was noted that the morphine made the patient very sick, nauseous, and lightheaded and mentioned that the patient didn¿t know if he was allergic to morphine. This was considered a sudden change in therapy/symptoms. It was indicated that the physician filled the pump.